Event description:
Pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was informed that wearing the pump against bare skin could obstruct speaker holes, possibly triggering the alarm. Customer acknowledged advice and followed instructions to clean speaker holes and reconnect the cartridge, successfully resuming insulin delivery without recurrence of the alarm. Pump returned to normal operation, and customer received tips for avoiding such alarms in the future.